Event description:
The medwatch states: during surgical procedure with bovie in use by surgeon on left cheek mass. Loud 'pop' sound was heard by staff and a flame was visualized. Flame was extinguished, the patient sustained burns to face, prophylactic intubation to main a patient airway. The surgical procedure was completed and the patient was then transferred to ICU in stable condition. Post event diagnostic testing: (B)(6) 2011. Bronchoscopy, (B)(6) 2011 egd. Follow-up with the site found this was a 1st degree burn treated with silvadene. The burn covered 40-60% of the face. There was some scabbing and peeling but appears there will be no scarring. Currently the patient is fine. This occurred near the beginning of procedure and the prep was betadine. Oxygen was in use with a cannula. The generator had a preventative maintenance check the day before and was checked after the incident by the site clinical engineering and found to be ok.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Additional information from the malfunction report: (B)(6), (B)(4), (B)(6).